Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a clinical trial procedure, the subject flow diverter had thrombosis at the distal end that required additional heparin drip, integrillin bolus, drip administered, and prolongation (>24 hours) of an existing hospitalization. Additional information indicated that follow-up angiography through the guide catheter revealed small malposition of the distal and the proximal end of the stent. Based on these findings, the decision was made to balloon angioplasty the distal end of the subject stent. Follow-up angiography demonstrated improved apposition of the stent to the vessel wall and a dyna CT was then performed which showed improved apposition. While there are a number of potential causes for the reported 'patient vessel thrombosis' and 'stent failed/unable to open', because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint. The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Event description:
It was reported that in the clinical trial the subject flow diverter stent was implanted in the right internal carotid artery in a patient on (B)(6) 2021. During the procedure a microcatheter was used to deploy the subject flow diverter. After deployment follow-up angiography through the guide catheter, revealed small malposition of the distal and the proximal end of the subject flow diverter stent. Based on these findings, a balloon was guided to the target lesion using a guidewire. The balloon was inflated and angioplasty was performed at the distal end of the subject flow diverter stent. A dyna CT was then performed which showed improve apposition of the subject flow diverter stent to the vessel wall. However, there was concern for a filling defect at the distal end of the subject flow diverter stent. Follow-up angiography performed revealed platelet aggregation at the distal end of the subject flow diverter stent. The decision was made to administer further heparin boluses, intra-arterial integrilin bolus, and the patient was started on integrilin drip. Repeated injections revealed gradual resolution of platelet aggregation with no clinical sequalae. There was minimal malposition of the distal end of the subject flow diverter stent that was not clinically significant. A final follow-up angiogram demonstrated no sign of distal thromboembolism. The ae was noted to be resolved on (B)(6) 2021. According to the site the ae 'thrombosis' had a causal relationship with the subject flow diverter, the procedure and was possibly related to the dual antiplatelet therapy. No additional information is available.